Event description:
It was reported that while unpacking a new cardiosave intra-aortic balloon pump (iabp) it was observed by the getinge field service engineer (fse), that the touchscreen had a dead pixel. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed. Initial reporter full name: (B)(6).

Manufacturer narrative:
It was reported that while unpacking a new cardiosave intra-aortic balloon pump (iabp) it was observed by the getinge field service engineer (fse), that the touchscreen had a dead pixel. There was no patient involvement, and no adverse event reported. Fse replaced touchscreen assembly,12.1" (d160-00-0123). The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The nrc observed the customers failure of one "dead" pixel. The nrc observed one bright dot on the screen. Per specification, assembly , lcd display and resistive touchscreen 0160-00-0123 revision p, 2 defect dots are allowed. Per factory specification, the display passed testing. Retaining the display in the nrc per procedure number 0002-07-d008 revision ag.the non-conformances with the returned components were not confirmed. However, the root cause is not confirmed.

Event description:
N/a.